Event description:
It was reported that the patient presented in-clinic for a follow-up check. Upon review, the pacemaker showed 22 pacemaker mediated tachycardia electrograms documented. Further investigation by technical services revealed the events were not true pacemaker mediated tachycardia events as the intervention did not break the rhythm. Patient was completely unaware of these atrial higher rates and no intervention was performed. Patient was stable.